Event description:
Customer reported high cv (coefficent of variation) readings for conductivity were obtained for the latron control when using the coulter lh 500 hematology analyzer. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and determined the rf coaxial cable (rf pre-amp cable) needed to be replaced. The fse replaced the rf coaxial cable resolving the reported issue allowing the conductivity to be stabilized. The instrument was verified and no further issues were observed. Failure mode was identified: the failure mode is related to the rf coaxial cable (rf pre-amp cable) which needed to be replaced. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous differential results. (B)(4).